Event description:
Patient was undergoing a bronchoscopy related to a right middle lobe cavitary lesion. The biopsy forceps being used for the procedure malfunctioned and would not close after an attempted biopsy. The device malfunction resulted in a piece of the forceps lodged in the patient's lung.